Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced capsular contracture baker grade unknown on the left side and bilateral nipple numbness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
Additional information received on 8/15/2019 indicated the patient experienced additional symptoms including ulcerative colitis, severe fatigue, brain fog, chronic sinus infections, chest pains, ringing in ears, and bilateral capsular contracture baker grade IV. The patient will undergo removal on (B)(6) 2019. Patient code 1982 (neurological deficit/dysfunction) has been updated to 3191 (no code available). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the explantation date was (B)(6) 2020 and the devices were discarded post-explantation. Manufacturer¿s reference number: (B)(4).